Manufacturer narrative:
Investigation is still in progress for this product event. Information to date suggests there was no malfunction or failure of the varilift-lx device. Device not returned to manufacturer.

Event description:
A removal of a varilift-lx device was reported due to possible migration 6 months post index surgery.

Manufacturer narrative:
New information provided by the surgeon stated that the reason for the removal surgery was due to a retropulsion of the varilift device cause by over-aggressive physical therapy too soon after surgery. Based on this new information, the root cause of the event is due to patient noncompliance. The varilift-lx IFU discuss post-operative mobilization and advises the surgeon to advise the patient to be careful not to place significant loads on the spine for the first 3 months after surgery. It was reported that the patient was in physical therapy too soon post-index surgery, was placed over a exercise ball and the spine was overflexed causing the device to retropulse (migrate). The patient was doing fine with the device until this occurred, thus, there is no evidence of a device malfunction or design issue that caused or contributed to this event.